Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2010 to report that her daughter experienced a failed sensor 30 minutes after insertion. She reported that, upon removing the sensor, the sensor wire was missing. Patient's mother initially assumed that the distal fragment was left underneath patient's skin. Upon inspection of the insertion site, however, she was unable to find any evidence that the wire was retained in the patient's skin. No medical intervention was required, and patient experienced no signs of redness, infection, or discomfort at the insertion site.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time

Event description:
Per user facility medwatch form, #4508440000-2010-8004, during a laparoscopic procedure the tip of the harmonic broke off the handpiece inside of the patient. The broken piece was removed from the patient. There was no patient consequence.